Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that dislodgement of the rv lead occurred. When repositioning was unsuccessful, the lead was explanted and replaced.